Manufacturer narrative:
Heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm aortic pericardial valve was disabled via a valve-in-valve procedure due to heart failure (new york heart association functional classification(nyha): 3), mild regurgitation, and dyspnea after an unknown implant duration. A 20mm transcatheter valve was implanted. The patient status was reported as "under treatment". The allegation of device malfunction is unknown.

Manufacturer narrative:
H10: additional manufacturer narrative updated a4, b5, f10, and h6 per new information received regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received information that a 19mm aortic valve was disabled via a valve-in-valve procedure due to mild regurgitation after an approximate implant duration of eleven (11) years and eleven (11) months. The patient presented with dyspnea and symptoms of heart failure nyha class iii. A 20mm transcatheter valve was implanted. The patient status was reported as "recovered". It is unknown if a device malfunction was alleged.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated a1, b5, d6, and h6 per new information received.

Event description:
Edwards received information that a 19mm aortic pericardial valve was disabled via a valve-in-valve procedure after an implant duration of  eleven (11) years and eleven (11) months due to heart failure, symptom of dyspnea, and mild regurgitation. A 20mm transcatheter valve was implanted in replacement. The patient status was reported as "recovered".